Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5162866 / 5162063.

Event description:
It was reported that the patients implantable pulse generator (ipg) was taking a longer period of time to charge. It was also noted that the leads had migrated. The patient underwent a revision procedure where the ipg and leads were replaced. The patient was doing well postoperatively. The explanted ipg and leads were not returned as they were discarded by the medical facility.